Event description:
The customer contacted physio-control to report that during a patient event their device locked up shortly after being powered on. The device users manually turned the unit off, then back on again and attempted to take the patient's blood pressure. During the attempt to take the patient's blood pressure the device powered off twice by itself. A backup device was obtained and used to continue patient care. No further details about the patient or the event were provided. There were no reported adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control examined the customer's device but was unable to duplicate or verify the reported issue. As a precaution, physio replaced the system pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.